Event description:
Boston scientific received information that this right ventricular (rv) lead was recently repositioned due to a patient's fall. The fall resulted in the rv lead dislodgement, which was confirmed by x-ray. A rise in threshold measurements to 2.7v was also noted. The impedance measurements decreased slightly. After the repositioning, the threshold values were 0.6v. Reviewing the diagnostics through the pacing system analyzer revealed a negative deflection initially, but in final location after screwing the helix, the deflection was positive. The product remains in service. Boston scientific did not make the event date available.